Manufacturer narrative:
The complaint that the stylet was difficult to remove from the catheter and broke was confirmed but the cause is unknown. The product returned for evaluation was a tls stylet with a t-lock assembly. The stylet was returned in two segments. The core wire had separated from the yellow pull tab and the polyimide tubing had broken 25.0¿ from the distal end. The proximal segment was 19.3¿ long and consisted of the yellow pull tab and a length of empty polyimide tubing. The distal segment was 28.8¿ long and consisted of the entire core wire, part of the polyimide tubing, and the magnetic tip. The stylet was kinked, coiled, bent and tangled. A kink was seen in the core wire where the polyimide tubing had broken. The break edge was straight and the tubing was slightly compressed. Microscopic examination (20-80x) of both the proximal and distal segments of the stylet revealed a veneer that varied between dull/cloudy and glossy/translucent. Rings of dense cloudy veneer were sen in multiple sections along the length of the stylet. The polyimide tubing was twisted distal of the break site. Multiple intramagnetic breaks were seen on the sample. An attempt was made to feed the distal end of the returned stylet into a non-complainant catheter. However, the stylet would not fully feed into the catheter. Only approximately 13.6¿ of the stylet could be fed into the catheter. This was likely aggravated by the kinks in the stylet as well as not being able to properly flush the hydrophilic coating on the stylet. The catheter was then placed within the drag and durability fixture (#(B)(4)) to simulate the tortuous path that the catheter would undergo under normal conditions. The stylet could be removed from the catheter. However, moderate resistance was felt when removing the stylet. The exact mechanism which caused the difficulty in removing the stylet is unknown at this time. A lot history review (lhr) of revj1017 showed fifteen other similar product complaint(s) from this lot number.

Event description:
Stylet difficult to remove. This file will be MDR reportable, because the wire broke, but the circumstances of the break are unknown.